Event description:
The customer reported a fluid leak of approximately 20ml from a coulter act diff analyzer. It is unknown whether the leak was contained within the instrument. Hemoglobin (hgb) voltage and vacuum error messages were observed by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer called customer technical support (cts) and a cts representative guided the customer through troubleshooting via phone. The customer found that tubing at solenoid pinch valve lv14 was disconnected and was causing the leak. Lv14 drains the white blood cell (wbc) bath. The customer reattached the tubing and the instrument ran without leaks or errors. The customer called back on the same day and reported that the wbc and red blood cell (rbc) parameters were running high on the controls and that the hemoglobin (hgb) parameter was voting out. The fse determined that the instrument was not repairable. The instrument is not being used by the customer and will be replaced. (B)(4).